Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 38mg/dl. The customer was experiencing low glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen was showing. Ran a displacement test ant the test passed. No further info was provided.